Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Nurse reported via phone call that the customer came into the nurse's office at cam and the insulin pump was alarming. The alarm history was checked and the nurse stated that the insulin pump had an unexpected restart alarm, external ram error alarm and no delivery alarm. Blood glucose value was 134 mg/dl. It could not be confirmed if a temporary basal was programed prior to the alarm or if the device was stored for an extended period of time. It was advised to deliver a normal bolus into the air; bolus amount was recorded in the bolus history. Manual prime could not be performed as they did not have a plunger available. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, prime/a33 test, excessive no delivery test and a21 error test. No a21 or a17 alarm noted. The insulin pump powered up properly after battery installation and the display screen was not stuck on 2 noted. However, the insulin pump was received with minor scratched display window.